Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited loss of ventricular capture and oversensing of atrial sensed events. The r-waves and impedance measurements are stable.